Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the battery was out of limit and they replaced the battery but kept getting alerts. The customer was assisted with troubleshooting and the display did return. Customer stated that the contacts on the battery cap were not missing or damaged and battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. Insulin pump passed the self test. Customer stated that they were able to clear the battery out limit alert but did not received request to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.